Event description:
It was reported that the surgeon attempted to insert a micl12.6 implantable collamer lens and the lens was torn while advancing in the injector. The reporter stated the incident was due to a loading error.